Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.the device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
It was reported that a device dependent patient presented for the elective replacement of an implantable cardiac defibrillator that was under advisory. The patient was fine throughout the procedure and was reported in good condition following the procedure.